Manufacturer narrative:
On (B)(6) 2021 additional information received indicated that the patient underwent removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with mentor memorygel, 360 cc, on the left, and 235 cc on the right side silicone breast implant has experienced unproportioned implants post operatively. The report indicated that the implants don't match. The issue was diagnoses through physical examinations. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.